Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "very early and complete battery depletion". The device could not be interrogated or programmed.